Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Tested unit found 100% o2 button not working. The manufacturer¿s field service engineer (fse) replaced the defective overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unable to enter (extended self-test/short self-test) est/sst mode. The device was not in use at the time of the reported event; therefore, there was no patient involvement.